Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4205665. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-jan-2026. H4. Device manufacture date: 23-jul-2024. D4. Medical device lot#: 4094644. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-jan-2026. H4. Device manufacture date: 23-jul-2024. Investigation summary: bd received 7 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory of each lot were evaluated by visual examination and factors related to poor barrier separation were not observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the gel did not separate correctly on three devices. There were no health consequences or impacts reported.